Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/perforation (fallopian tube (s))'), uterine perforation ('perforation: uterus'), gastric perforation ('stomach perforation') and haematemesis ('vomiting blood') in an adult female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. Concurrent conditions included hematuria. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), gastric perforation (seriousness criteria medically significant and intervention required), haematemesis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dizziness ("lightheaded"), pallor ("pale") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salping. (Unilateral)/ tubal ligation, salping. (Unilateral)/ tubal ligation,left side essure coil removal and rgical removal of coil, left side). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation and gastric perforation outcome was unknown and the haematemesis, pelvic pain, abdominal pain, dizziness, pallor and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, dizziness, fallopian tube perforation, gastric perforation, haematemesis, pallor, pelvic pain, and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2011. She received treatment for pelvic pain, abdominal pain, fallopian tubes perforation, uterus perforation, vomiting blood, lightheaded, pale. Essure removal date provided as (B)(6) 2011 (discrepancy noted). Right coil is still implanted, currently no planning removal for the right coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test unilateral occlusion ¿right tube occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. New reporter's was added. Lot number was added. Added event perforation (other): stomach, stomach pain. Updated outcome of event stomach pain from unknown to recovered/resolved. Concomitant conditions were added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/perforation (fallopian tube (s))'), uterine perforation ('perforation: uterus'), gastric perforation ('stomach perforation') and haematemesis ('vomiting blood') in an adult female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. Concurrent conditions included hematuria. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), gastric perforation (seriousness criteria medically significant and intervention required), haematemesis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dizziness ("lightheaded"), pallor ("pale") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salping. (Unilateral)/ tubal ligation, salping. (Unilateral)/ tubal ligation,left side essure coil removal and surgical removal of coil, left side). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation and gastric perforation outcome was unknown and the haematemesis, pelvic pain, abdominal pain, dizziness, pallor and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, dizziness, fallopian tube perforation, gastric perforation, haematemesis, pallor, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2011 she received treatment for pelvic pain, abdominal pain, fallopian tubes perforation, uterus perforation, vomiting blood, lightheaded, pale. Essure removal date provided as (B)(6) 2011 (discrepancy noted). Right coil is still implanted, currently no planning removal for the right coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test unilateral occlusion ¿right tube occluded. Lot number: 796910. Manufacture date: 2010-11. Expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and haematemesis ('vomiting blood') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), haematemesis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dizziness ("lightheaded") and pallor ("pale"). The patient was treated with surgery (salping. (Unilateral)/ tubal ligation). Essure was removed. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown and the haematemesis, pelvic pain, abdominal pain, dizziness and pallor had resolved. The reporter considered abdominal pain, dizziness, fallopian tube perforation, haematemesis, pallor, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2011 she received treatment for pelvic pain, abdominal pain, fallopian tubes perforation, uterus perforation, vomiting blood, lightheaded, pale essure removal date provided as (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test unknown: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Previously reported event "injury" updated to "fallopian tube perforation", events- " pelvic pain, abdominal pain, uterine perforation, vomiting blood, lightheaded, pale", new reporter, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.